Manufacturer narrative:
Full name of customer establishment name is (B)(6). The subject device was received and evaluated. Device evaluation and inspection, service repair evaluation noted the following findings: observed liquid leakage to the scope connector due to handling, an error e315 (non-target scope connection) occurs due to liquid leakage from the scope connector. Watertightness is not maintained due to crack of the switch box due to external factors. Corrosion due to water leakage is observed in the operation part. Insufficient bending angle due to elongation of angle wire. Scratches are found on the insertion part, operation part, scope connector, tip cover, switches (sw1, sw2), control knob (u/d, up/down), universal cord due to external factors. Unit switch 1 parts cracked, damaged, switch box cracked, grip cracked. Based on evaluation findings, leak was observed on the device causing an error 315 indicated liquid leakage from the scope connector. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer sent a repair request with an issue of leak from around sw1 (switch 1) and sw2 (switch 2). The issue found during an unknown event. There was no patient harm or injury reported due to the event. No user injury reported. Device evaluation found error e315 (non- target scope connection), an electrical continuity error occurs due to water invasion in the scope connector. This report is being submitted for error e315 observed during device evaluation.

Manufacturer narrative:
Correction to the initial medwatch (MFR# 8010047 2022 05405). The aware date should be 03-mar-2022. Updated fields: this report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed the error code 315. A definitive root cause for this issue was not established. However, it is probable that the issue occurred due to (a) a system failure, (b) a failure of the image sensor unit, or (c) a failure of the internal board of the endoscope connector. Olympus will continue to monitor field performance for this device. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.